Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced continuous leakage of urine with frequency and urgency, persistent stress and urge incontinence and exposed vaginal mesh. A partial explant, repair of exposed pelvic mesh and placement of tvt sling under general anesthesia were performed.